Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. The customer's blood glucose level was 598 mg/dl. In addition, it was reported that the customer experienced a low blood glucose level of 41 mg/dl. Contact alleged that the cause of the low bg was due to basal settings changed by the healthcare provider. Customer adjusted basal settings and consumed carbohydrates to resolve the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.